Event description:
It was reported the customer had damage to their insulin pump. Customer reported several internal cracks in their insulin pump. The customer's blood glucose was unknown. The customer was unsure how the damaged occurred to their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump was received with cracked lcd window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.